Manufacturer narrative:
Follow-up #1 (B)(4) 2012. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: no activity outside of normal use was observed in the pump black box or history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Event description:
On (B)(6) 2012, the reporter contacted animas to report the pump date/time setting would not remain programmed after the battery was replaced. The patient claimed that since (B)(6) 2012 she experienced low blood glucose levels such as 30 mg/dl to 40 mg/dl at approximately 2:00 am. The patient did not report experiencing any symptoms of high or low blood glucose levels. The patient also obtained elevated blood glucose levels ranging from 300 mg/dl to 400 mg/dl at 5:00 pm. The patient administered self-treatment by consuming food for the low blood glucose levels and took bolus doses of insulin via the pump when the readings were high. During an hcp office visit, it was determined the date/time in the pump was incorrect, which may have contributed to the patient's basal rate being incorrect. The patient noted she did not verify the pump date/time were correct after the battery was replaced. The owner's booklet instructs the user to be prepared to give him or herself an injection of insulin if delivery is interrupted for any reason, and to verify the date and time are correct after a battery replacement. The issue was resolved with the correct date/time programmed into the pump. The patient's technique was incorrect by not setting the correct date/time in the pump. However, as the patient suffered blood glucose levels suggesting severe injury after this issue occurred, this complaint is being reported.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.